Event description:
A cryoablation procedure was performed (B)(6) 2015. On the following day, the patient had cerebral infarction. The patient is recovering although his hands remained paralysed slightly. The physician considered that the patient would recover soon because the site of cerebral infarction was small. Device 1 of 3, reference MFR report: 3002648230-2015-00081 and 3007798852-2015-00006.

Event description:
A cryoablation procedure was performed 03/12/2015. On the following day, the patient had cerebral infarction. The patient is recovering although his hands remained paralysed slightly. The physician considered that the patient would recover soon because the site of cerebral infarction was small. Device 1 of 3, reference MFR report: 3002648230-2015-00079 and 3007798852-2015-00006.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.